Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips have passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that his onetouch ultra 2 meter was reading inaccurately high compared to feelings/ normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the subject meter began reading inaccurately 2-3 weeks prior to contacting lfs. He reported that on (B)(6) 2017 he obtained a blood glucose result of 500mg/dl compared to feelings normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin (self-adjuster) and reported that he increased his dose of insulin from 3 units to 5 units in response to the alleged product issue. The patient stated that within 30 minutes after the alleged issue began he developed the symptom of sweaty and weak. No medical intervention was reported and no other device was used to obtain a blood glucose result. At the time of trouble shooting, the cca confirmed that the meter was set to the correct unit of measure. The test strips were stored correctly and not expired. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.